Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had gone into comm loss several times over couple of hours on (B)(6) 2020. This happened once at 6:18 am, at 8:00 am, at 9:12 am, and finally at 12:10 pm through 13:29 pm. The communication loss was occurring on the hardwired bedside monitors, and the comm loss events seem to only last a couple minutes then normal monitoring resumes. Nk technical support walked the biomed through checking the cns's drives and confirmed both the drives and core temperature was correct and nothing seemed out of the ordinary. While this issue was being investigated on 01/26/2020, the monitor tech stated that this is an ongoing issue and that the waveforms go blank on all the cns screen tiles. Communication loss error was not displayed. Numerical values, patient name, bed ID is unaffected. In the past both hard disk drives have been replaced for this cns. System updates were performed last wednesday 01/22/2020. The nursing staff assured me that there was no impact to the data being stored on the device. Other than the blanks, monitoring is continuing. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information: the customer only stated that this issue was happening on the bedside monitors but no model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had gone into comm loss several times over couple of hours. This happened once at 6:18 am, at 8:00 am, at 9:12 am, and finally at 12:10 pm through 13:29 pm. The communication loss was occurring on the hardwired bedside monitors, and the comm loss events seem to only last a couple minutes then normal monitoring resumes. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020,(B)(6) reported the cns (pu-621ra sn: (B)(6) ) experienced communication loss several times over the past few hours. Investigation conclusion: the reported issue is not suspected to involve a malfunction of the cns sn: (B)(6). Investigation of the unit under the current ticket, 300194235, has been completed and no deficiency of the cns was identified. No risk assessment is performed as the unit is not suspected to have contributed to the customer complaint.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had gone into comm loss several times over couple of hours. This happened once at 6:18 am, at 8:00 am, at 9:12 am, and finally at 12:10 pm through 13:29 pm. The communication loss was occurring on the hardwired bedside monitors, and the comm loss events seem to only last a couple minutes then normal monitoring resumes. No patient harm reported.